Manufacturer narrative:
Device evaluation summary device evaluation of monitor sn (B)(4) has been completed. The reported problem (resets, non-functional response buttons) was confirmed. Upon investigation, the response buttons were unable to activate the device. The cause for the failure was isolated to extensive contamination throughout the monitor. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that it was resetting and that its response buttons were non-functional.